Manufacturer narrative:
A getinge fse evaluated the unit and was able to reproduce the reported issue. The fse found the safety disk to be defective. He also found no battery back up. The batteries were expired and needed to be replaced. The fse replaced the safety disk and a set of batteries. The fse then ran all functional and safety tests to factory specifications. The unit passed all tests performed and was returned to the customer.

Event description:
N/a.

Event description:
It was reported that during a routine check, the cs100 intra-aortic balloon pump (iabp) unit's autofill failed. There was no patient involvement.

Manufacturer narrative:
Due to character restrictions in block e1 event site name: (B)(6) medical institute ltd.a supplemental report will be submitted upon completion of our investigation.